Event description:
Medtronic received information that moderate central aortic insufficiency (ai) was observed following the implant of this transcatheter bioprosthetic valve. A balloon aortic valvuloplasty (bav) was performed, with little change in the ai observed. Subsequently, a second transcatheter bioprosthetic valve was implanted in a slightly higher position. Two bavs performed post-implant of the second valve improved the central ai slightly. It was reported that the patient¿s annulus was highly calcified. No additional intervention or treatment was performed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Central aortic insufficiency (ai) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the annulus was highly calcified, which may have impacted the shape of the tav. However, based on the limited information available, a conclusive cause could not be determined for these issues. No additional treatment was prescribed, and no other adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.